Event description:
It was reported that the patient experienced difficulty attaching the connector, specifically trouble twisting the connector, and an agent assisted by replacing the connector with one from a different lot, after which education and troubleshooting were completed with no alerts or alarms noted. No clinical symptoms reported. Outcomes included no clinical impact reported and no hospitalization. Investigation of this case revealed user difficulty with the connector attachment and successful resolution after switching to a different lot, suggesting a possible device-to-device or lot-to-lot fit variance without further malfunction signals. It was concluded, based on previously established findings for similar reports, that the cause was user difficulty with device operation.